Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the device taken out but the healthcare professional (hcp) couldn't get it all out and it's wrap around the patient's sacrum. The patient mentioned she has pain in her left hip down her leg when she swims, she swims every day, and the hcp never told her after the explant procedure that they couldn't get it all taken out. The reason the patient had the device taken out was for an MRI. It was reported that the device was taken out about a few weeks or months ago before the report, then the patient restated it was taken out on (B)(6) 2018. The patient needs an MRI of her whole body due to her chronic obstructive pulmonary disease (copd), which was unrelated to the device or therapy. It was reviewed that MRI restrictions are still in place as not all of the device has been taken out. The patient was advised to follow-up with the hcp, as they cannot get an MRI if the pieces of the device are still left in the body. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0j8g0, implanted: (B)(6) 2014, product type lead, ubd: (B)(6) 2018, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received when the patient responded to a letter: when asked what were the causes or circumstances that led to the device not completely taken out the patient responded that the doctor told the patient it fractured at the post-op visit. When asked what steps were taken to resolve the pain, the doctor stated he would take up the topic with other doctors in his office. There were no further complications reported with this event.